Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving an unknown drug via an implanted pump. The indication for use was intractable spasticity and other spasticity. On 2016-07-27 the hcp reported that the patient was feeling lethargic and was not waking up at home on (B)(6) 2016 so they went in to the hcp¿s facility. The family of the patient was concerned that the pump was leaking or having some problems. It was reported that the patient was intubated and on a ventilator. In the past day or so the patient had experienced altered mental status. Ten days prior to the start of the patient¿s symptoms ((B)(6) 2016) the pump was refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.